Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: reported issue: the valves are faulty, allowing blood to go backwards.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Twenty-nine (29) samples were submitted to the manufacturer for evaluation. Through visual examination, no damages or abnormalities were observed. The samples were subjected to functional testing; all of the samples passed with no issues observed. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. This product is assembled on automated assembly machines equipped with 100% vision inspection system and test stations. Reviewed the assembly process cards for the complaint batch, no abnormality observed during the manufacturing process. Based on the investigation, the reported issue could not be observed nor replicated. The samples are within specification. The complaint is considered not confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.